Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate the iabp and cleaned monitor card connectors due to false contact. Functional tests. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) monitor was out of order. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). Additional fields: e1(event site postal code: (B)(6)). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse repaired monitor and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.